Manufacturer narrative:
Info was forwarded from the owner establishment, zimmer inc., which markets the devices in (B)(4). The manufacturer has not yet received the explanted devices, x-rays, or other source documents for review. Where lot numbers were received for the explanted devices, the device history records were reviewed and found to be conforming. An amended medical device report will be filed as soon as further info come in or an investigation result is available. (B)(4).

Event description:
It is reported that pt had cm nail implanted to repair intertroch fx. It is also reported that no healing occurred and the femoral neck/head dell into varus. There was no cut out of migration of the lag screw. Pt was revised on (B)(6) 2011.